Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh, avaulta anterior biosynthetic support systems, and pelvisoft acellular collagen biomesh product were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with vaginal paravaginal repair with sacrospinous vault fixation, rectocele repair with thermal allografting, cystoscopy due to pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, and other problems. It was reported that patient underwent mesh resection l on (B)(6) 2008. No additional information was provided.